Event description:
It was reported that a motor stall was confirmed in the event logs with no motor stall recovery recorded. It was noted that the motor stall was caused by patient having an MRI or other medical procedure. It was reported that the patient got out of a 45 minute MRI approximately 20 minutes ago at the time of report. It was noted that the MRI was not related to the pump. It was reported that the pump was used to infuse bupivacaine and morphine.

Manufacturer narrative:
Concomitant product: product ID 8780, serial # (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).